Event description:
I had a st. Jude model v-265 ICD implanted in my chest. After release from the hosp, I had chest pains and called the dr; however, I had an appointment for a device check within days, and so they did not feel that I needed to get it checked. Upon checking the device they found that the lead or leads has penetrated the wall of the heart. They performed surgery that evening to correct it. Dates of use: 2006 - 2007. Diagnosis or reason for use: sudden cardiac arrest. Sudden cardiac arrest. Event reappeared after reintroduction: no.